Event description:
It was reported that the right ventricular (rv) lead experienced gaps in pacing due to oversensing and an increase in impedance. The lead was explanted and replaced. During the procedure, the right atrial (ra) lead had dislodged. The ra lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, implanted: (B)(6) 2007. A addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo and cosmetic esc while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.